Event description:
Per the clinic, the patient experienced pain, non-auditory sensations, and facial nerve stimulation. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.